Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not deliver insulin and that the customer experienced high blood glucose levels. The blood glucose reading was 19.5 mmol/l. The caller stated that he thought it was due to how he had been eating. He stated that he had treated with the insulin pump, woke up the next morning with a blood glucose reading of 12 mmol/l, and treated with a manual injection. The caller did not wish to troubleshoot the insulin pump and requested its replacement. He noted that he had previously been hospitalized for an issue unrelated to insulin pump therapy. Nothing further reported.